Event description:
It was reported that during a photoselective vaporization procedure there was a physical break of the tip at the base of the cap when entering the scope. The metal cap physically detached from the fiber and did not detach inside the patient. The fiber was in standby when broken and the cap is completely detached. The procedure was completed with a second fiber and with no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The distal part of glass cap and metal cap are detached and not returned. The outer flow tubing open end exhibits minor scratch marks and torn. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization procedure there was a physical break of the tip at the base of the cap when entering the scope. The metal cap physically detached from the fiber and did not detach inside the patient. The fiber was in standby when broken and the cap is completely detached. The procedure was completed with a second fiber and with no clinical consequences to the patient.

Event description:
It was reported that during a photo-selective vaporization procedure the tip of the fiber broke entering the scope. The procedure was completed with a second fiber and there is no information regarding the patient outcome.